Manufacturer narrative:
The filter and retrieval catheter were received at csi for analysis. The filter sac was returned torn and the distal section was not received. The filter also exhibited a frame strut fracture. During functional testing, the filter frame was unable to be fully pulled into the retrieval catheter, likely due to the fractured frame strut. It is possible that the filter was not fully captured in the retrieval catheter during removal, resulting in the filter separation, however this could not be confirmed. The root cause of the damaged filter is undetermined. Microscopic analysis of the fractured filter frame showed evidence of possible fatigue, which is an indication that the filter frame was exposed to a high stress environment. However, the exact root cause of the fracture remains undetermined. The material inspection report for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A wirion embolic protection system filter was used during atherectomy treatment of a highly calcified lesion in the superficial femoral artery. The filter basket was not full following treatment. During retrieval of the filter, all three indicators appeared to be within the retrieval catheter, however a small amount of resistance was met and a portion of the filter basket detached while it was being pulled through the sheath. The filter fragment was stented to the vessel wall. The patient was in good condition following the procedure. Per the opinion of the physician, the filter may have become caught on the edge of the sheath during removal.